Event description:
A report was received that the patient had pain at the pocket site and had trouble charging the ipg. It was reported that the stitch that was placed by the physician through the header had come loose causing the ipg to be tilted. The patient underwent a revision procedure wherein the physician repositioned the ipg in the pocket. The patient was doing well post operatively.